Event description:
It was reported that during follow up in the clinic, high threshold was noted on the left ventricular (lv) lead. Chest x-ray was performed and confirmed the lv lead was dislodged. The physician elected to explant the lv lead and replace it with a new lead. The patient did not experience any adverse consequences.